Event description:
Related manufacturing ref: 2184149-2022-00232. During the atrial fibrillation procedure, there was a delay due to the amplifier disconnecting. The dws and amplifier were rebooted 4 times to complete the procedure with no adverse consequences for the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.